Manufacturer narrative:
A ge oec service representative investigated the issue and found that the system arced at the hv candlesticks. The candlesticks were greased, the other components of the hv system were checked and tested, and found to be operating as expected. The system was further tested and found to be operating as intended. There was no reported patient involvement due to this system malfunction. The facility did not provide any patient information with respect to this incident. The system was released to the customer for use.

Event description:
The ge oec 9800 fluoroscopy system had, by description, an arc in the hv system. The user reported a popping sound while in use and no image appearing on the monitor that is indicative of a hv arc.